Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with aus procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists atrophy as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced cuff atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which all the components were removed and replaced with a new aus. The patient did not experience further complications.